Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 02jun2020.

Event description:
It was reported that the unit had an alarm light emitting diode (led) failure. There was no patient involvement. The manufacturer's remote service technician performed troubleshooting with the customer. The technician recommended that the customer replace the power switch overlay. The customer reported replacing the power switch overlay and the issue was resolved.